Event description:
A 3.0mm diameter x 18mm length medtronic ave gfx2 stent was inserted into the ostium of the right coronary artery, where a restenosed stent was present. The stent was not able to cross the lesion and became damaged during the attempts to cross the lesion. The physician determined that the stent was not able to cross the lesion due to the placement of the coronary guidewire through the struts of the restenosed stent. Therefore, the stent and delivery system were pulled back into the guide catheter and became dislodged from the stent delivery system balloon within the coronary artery. The dislodged stent was snared from the coronary artery successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. Another attempt to cross the target lesion with second medtronic ave stent was also unsuccessful, however, the stent was snared out of the pt successfully. The target lesion was then treated with a third medtronic ave gfx2 stent, and the pt is doing fine. The physician does not blame the stent, and there was no additional clinical sequelae reported relative to the event. Separate medwatch reports have been submitted for each device involved in this event.